Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not boot up. A review of the system logfile confirmed the malfunctioning of the host-pc. The fse visited onsite and upon functional testing, the fse found that there was bad output on host pc and the mother board was bad. The defective host pc was returned for analysis, and it confirmed the power supply issue. To resolve the reported issue, the fse replaced the host pc, swapped hard disk, reconfigured system and installed new license file. After replacements and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.